Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The user facility's biomedical engineer reported that during preventive maintenance (pm) of the device, the revolutions per minute (rpms) on the roller pump temporarily decreased and then returned to its setpoint. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the small roller pump to run for approximately 32 hours with no observations of the revolutions per minute (rpms) decreasing and then increasing back to the setup. The roller pump was connected to a lab use only (luo) heart lung machine (hlm) and central control monitor (ccm). The roller pump passed all testing within specification. Per data log analysis, the log has no entries for the problem date of (B)(6) 2021. There is no indication in the log of the reported issue of 'noticed the rpm went down and went back up to the what it was setup'. The log does not confirm the complaint.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. He observed the pump to function properly with no signs of the revolutions per minute (rpms) temporarily decreasing and then returning to its setpoint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly